Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to resolved the issue. Customer will continue to use the pump and also has manual inulin therapy available. Customer's blood glucose was 113 mg/dl.